Event description:
It was reported that the 9800 system had phantom images super imposed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and software were installed during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.